Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was confirmed. Upon investigation, contamination was found on the ca board and j1002aa & j1003aa components on the defibrillation board, potentially causing intermittent failures. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged electrode monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.